Manufacturer narrative:
The linkage assembly was observed to not be fully retracted before top housing removal. The formed needle was observed outside the bottom housing in the soft cannula. The misalignment of the linkage assembly caused it to make contact with the top housing. Upon needle deployment, the linkage assembly got caught on the top housing causing it to not fully retract and leave the needle exposed. The exposed needle can be concluded as the cause of the reported pain. The top and bottom housing were observed to be cracked. These damages did not contribute to the reported event.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours they had experienced pain at the pod infusion site. The patient reports the pods needle had not retracted upon initial activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.